Event description:
It was reported by the affiliate that when (1) scw45 device was used during a hepatectomy, the stapler seemed to work fine. However, three hrs after the original procedure, bleeding from the staple line occurred on glisson capsule of liver. This resulted in 100cc of blood loss and a re-operation to stop the bleeding.